Event description:
It was reported that the customer dropped his device and the touch screen is unresponsive and the screen just displays lines. No impact on customers' blood glucose levels.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.